Event description:
It was reported that during a coronary diagnostic procedure performed through a 5f sheath that the celt acd 5f was selected to close the femoral puncture site. The distal wings were deployed properly and the device was drawn back to the arteriotomy. During the deployment of the proximal wings, the patient shifted abruptly for unknown reasons causing the physician to accidentally pull the device through the arterial wall. The physician decided to release the implant in the subcutaneous tissue and removed the delivery system. The implant was then removed from the subcutaneous tissue easily with a pair of forceps. Manual compression was applied to achieve hemostasis for 15 minutes. During this period of manual compression it was noted that the patient was experiencing a drop in blood pressure and an IV bolus of fluids was given and resolved the issue. A vascular surgeon was called into the room to also assess the situation and using ultrasound determined no further intervention was needed and there was no sign of active bleeding at the puncture site, but there was a hemotoma (stable not expanding). Hemostasis was achieved at the end of 15 minutes of manual compression and the patient was discharged with no further incident on time without extended length of stay.